Event description:
It was reported the customer had a low battery alert on their insulin pump. Customer also reported receiving weak battery alerts on their insulin pump. Customer did not perform excessive button pressing and did not frequently use their backlight. The customer also stated the battery alerts persisted with a replacement battery cap. Customer was advised to return their insulin pump for analysis. Customer's blood glucose was 152 mg/dl. No additional information provided.

Manufacturer narrative:
Failed battery test alarm due to corroded battery tube. Unable to confirm unexpected low battery alarms due to failed battery test alarms. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.